Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Device analysis revealed that the shaft was separated at the strain relief. The separated ends were jagged with torsional damage and the shaft was kinked 19cm and 48cm from the separated end of the shaft. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter detachment occurred. The target lesion was located at the right coronary artery (rca). During a percutaneous coronary intervention (pci) procedure, a 6f mach1 jr4 guide catheter was used to engage the target lesion. When the guide catheter was rotated after engaging, the proximal part of the device was detached. The physician removed the device completely and exchanged it with another of the same device to complete the procedure. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a catheter detachment occurred. The target lesion was located at the right coronary artery (rca). During a percutaneous coronary intervention (pci) procedure, a 6f mach1 jr4 guide catheter was used to engage the target lesion. When the guide catheter was rotated after engaging, the proximal part of the device was detached. The physician removed the device completely and exchanged it with another of the same device to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).